Manufacturer narrative:
Other factors, such as prior tooth history, may have played a role in the reported patient outcome.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) year old male patient who required extraction of tooth #19. This tooth received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2013. Prior to placement of the lava ultimate crown, the tooth had a gold crown with a root canal. The lava ultimate crown debonded four times from (B)(6) of 2013 to (B)(6) of 2014, at which time, it was noted that the tooth was rotten. An attempt to restore it with a post and crown buildup was performed on (B)(6) 2014; ultimately, the tooth required extraction on (B)(6) 2014.